Event description:
The caller reported that the mobile app froze while delivering a bolus. The bolus was successfully initiated and completed on the pump. There was no reported adverse impact. After re-launching the app, it remained paired with the pump, and no further assistance was required as the issue was resolved.